Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the report of sep 8 or sep 9. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving low sensor scan results and experiencing symptoms described as fever, headache, vomiting, and a loss of consciousness. Paramedics were called and upon their arrival, customer was treated with gravol (8-10mg), intravenous fluids, unspecified pain killers (1 mg), and zofran (dose unknown). Customer was transported to a hospital where she was diagnosed with hyperglycemia and remained overnight. There was no report of death or permanent injury associated with this event.